Event description:
Indication: common variable immunodeficiency, unspecified antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Dose/frequency per last dispense: infuse 14gm (140ml) subcutaneously once every week. Pt reports she was instructed to infuse as tolerated with large dose day 1 (10gm confirmed by pt) and small dose on day 2 (4gm confirmed by pt). She is only experimenting with md approval of 2 days/week and does not want orders to reflect until she is certain she will infuse that way going forward. Pt reported freedom pump malfunctioning. Verbally went through process that she normally uses. Pump locks and needs to be reset multiple times per infusion. Unknown if malfunction caused a missed doses or adverse event resulted due to product issue. Pharmacy replacing device. Pump return sent so pump will be available for analysis. Serial number and maintenance due date associated with pump unknown. Reported to (B)(6) by pt/caregiver.